Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator service required alarm occurred. The error log was checked and occurrences of an error code related to the oxygen blending module were found. Err_obm_air_flow_drift_out_of_range may affect oxygen concentration. The device's oxygen blending board was replaced to address the issue. Additionally, the device failed the active exhalation test step during testing. The device's active exhalation control module was replaced to address the issue.